Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the power pca is missing. There was no reported patient involvement.

Manufacturer narrative:
The bench replaced the power pca as well as the printer power cable, mrx stabilization collar kit, handle and cap plate assembly, and the therapy capacitor. The device passed all testing. The device remains at the customer site.